Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window and cracked battery tube threads. No broken or missing reservoir tube o-ring noted. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that the black ring broke off where the reservoir compartment is. The customer stated that half of the casing broke off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.